Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 60/54 t on the left side on (B)(6) 2009. Currently patient is being monitored due to unknown reasons.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146 ; lot no# 2486176, metasul ldh, head, 54, code t, taper 18/20, catalog 0100181540 ; lot no# 2340859, collarless porous stem with ha coating size 2 left, catalog no# 735601102 ; lot no# 61029944. Therapy date : (B)(6) 2015. This case was reopened on (B)(6) 2018 to enter additional information which was received on (B)(6) 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted.therefore, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to pain, elevated metal ions and metallosis.